Event description:
It was reported that the customer was hospitalized due to and infection site. After showering, the customer noticed a dot and a little puss as well blood at the site. The caller mentioned that the dot was getting bigger as the time pass. The spouse believes that her glucose level was 112 to 120mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.